Event description:
It was reported that during a lap chole procedure, the spring at the tips of the jaws were protruding out, and visible on the monitor. There was no pt consequence reported.

Manufacturer narrative:
Date sent: 7/14/2008 clip. Eval summary: the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired 9 clips conforming, 1 clip with gap and 1 double feed. In addition the orange indicator did not show up completely. The clip was protruding from the jaws, however, the jaws were in good physical condition. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.